Manufacturer narrative:
Examination was not possible, as no samples were returned. Depuy cmw reports that the retained samples have been tested for handling and mechanical properties and have been found to meet the requirements of finished product specification. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of a fall and then experienced pain. During surgery, it was noted all the cemented components were not well fixed.